Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger, product ID 3776-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3776-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
The sensing function did not work for a long time but then it finally worked. Then the patient lost the patient programmer (pp). Additional information has been requested.